Manufacturer narrative:
Mml#: (B)(4). Other explanted device: model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).

Event description:
It was reported that the device was explanted due to unspecified infection. There was no report of patient harm or injury. The infection was observed around the implantable pulse generator (ipg) pocket and localized at the ipg site. No culture was performed to confirm the type of infection. The ipg and two leads were removed completely without complications. The patient was treated with two rounds of antibiotics prior to the explant. Although requested, the hospital staff discarded the ipg and leads. No device evaluation could be performed. No alleged product deficiency. The device history record was reviewed, including the sterilization process. No relevant nonconformance's were found.